Event description:
Report received in which leakage occurred at the bond area on the cassette body during usage. Reported device was in use for about 2-3 hours, set at a keep vein open rate. Reporter stated there was no negative outcome to the pt.